Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod longer than 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. As treatment, a manual insulin injection was administered and a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined.the product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to pd1k11232131 expiration date changed from unavailable to 5/23/2023 unique identifier (UDI) # changed from (B)(4). To (B)(4). Correction to h(4): device mfg date changed from unavailable to 11/23/2021.